Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent dental implant placement procedure on unknown date and suture was used. The suture broke during use. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Received needle/suture pieces, suture pieces and empty labeled winding formers of product returned for analysis. During the visual inspection of needle/sutures pieces, the swage and attachment area of needles were as expected; however, marks on the body needles were noted. Body fluids were found on the strands and the ends of the sutures were observed cut appears to be by use of a surgical instrument. A functional test was performed to the needle/suture pieces and the tensile force were above the minimum requirements. In the inspection of the others suture pieces, fraying suture and filaments busted on the strands were observed. According to the samples condition, suggest an improper handling of the samples.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.